Event description:
Battery error; error code:1003, voltage is too low for projected remaining capacity. Company recommended 90 day to 180 day possible change out. Patient scheduled for annual three month ICD check in the clinic. No episodes or setting changes. Programmer alert: error code:1003. Patient does not have home monitoring system via latitude. Error code: 1003,voltage is too low for projected remaining capacity. Company recommended 90day to l80day possible change out. Clinic staff scheduled office visit with ep: dr. (B)(6) on (B)(6) 2022.